Event description:
Reportedly, one sinus tachycardia was treated with atp and 6 defibrillation shocks. Several other non-sustained sinus tachycardia and supra ventricular tachycardia were diagnosed as ventricular tachycardia with long cycles. The classification criterion on the acceleration was easily met on the sinus tachycardia; it has been reprogrammed from 19% to 25%.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, one sinus tachycardia was treated with atp and 6 defibrillation shocks. Several other non-sustained sinus tachycardia and supra ventricular tachycardia were diagnosed as ventricular tachycardia with long cycles. The classification criterion on the acceleration was easily met on the sinus tachycardia; it has been reprogrammed from 19% to 25%.